Event description:
Additionally, patient reported " a severe upper respiratory infection" which is considered non-device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side has an intracapsular rupture. Device remains implanted.